Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were called ambulance and went to hospital on (B)(6) 2021 due to low blood glucose event. Blood glucose level at the time of the incident was 56 mg/dl. Customers blood glucose was 200 mg/dl while in the hospital. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.